Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, low impedance, decreased right ventricular sensing and increased right ventricular threshold were noted, due to a lead dislodgement. The lead was repositioned to resolve the issue and the patient was stable with no adverse consequences.